Manufacturer narrative:
Vanicek, j., bulik, m., brichta, j., & jancalek, r. (2014). Utility of a rescue endovascular therapy for the treatment of major strokes refractory to full-dose intravenous thrombolysis. The british journal of radiology, 87(1036), 20130545. Doi:10.1259/bjr.20130545. The solitaire device has not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and the cause could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00402. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of intracerebral bleeding after solitaire thrombectomy. The purpose of this article was to evaluate the effect of intra-arterial thrombolysis and endovascular mechanical recanalization as rescue therapy in major strokes refractory to intra-venous thrombolysis. The authors retrospectively analyzed 87 patients who did not respond to intra-venous thrombolysis due to large artery occlusion: 46/87 patients underwent endovascular mechanical recanalization (emr) as a rescue therapy with a solitaire device. Of the 46 solitaire patients, 25 were male and 21 were female; the median age was 63 years. The article states that symptomatic intracerebral bleeding occurred in one patient after emr resulting in severe disability (mrs 5.)